Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functional testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and resulting in the failure. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
During investigation into an unrelated issue, a reportable device malfunction was found. As received, the electrode belt failed incoming functional testing.